Manufacturer narrative:
As received, a complete lead was returned in one piece with the helix fully extended. Visual inspection revealed outer insulation was in a spiral rotation throughout the lead. Mechanical inspection revealed the helix unable to be retracted due to blood/tissue in the helix housing. Upon cleaning the helix housing the helix could be extended and retracted with direct torque to the inner coil. Diagnostic imaging revealed damage to the inner coil at the connector region. Electrical testing did not find any indication of conductor fractures. There was however, shorting noted due to damage found at the connector region. Based on the device analysis and the information received, the cause of the reported incident is consistent with procedural damage.

Event description:
During implant, the stylet was difficult to insert into the lead lumen and the helix failed to extend. The issue was resolved by replacing the lead. The patient was stable and experienced no adverse health consequences.